Event description:
It was reported that while burring distal femur, handpiece gave exposure motor failure error. Tech recalibrated, surgeon attempted to begin burring again and error occurred again. Surgery was completed with a back-up. Result of the investigation indicated that there is an internal problem with the cable, over current errors indicate that the internal wiring at the handpiece end has come apart in the cable, causing a short in the wiring and an over current error, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. During visual inspection of the returned material, it was found that the strain relief of the cable had been pulled all the way from the handpiece end of the cable to the connector end. This was likely caused from pulling on the cable too hard during sterilization. Then, over time, the strain relief was pulled away from the handpiece. The cable under the strain relief area had a tear, exposing the wiring inside. When the strain relief is pulled away, the cable at the handpiece end experiences more strain from use and it is easier for it to rip and expose the internal wiring. There were connection issues because the wiring was damaged. During functional evaluation, the handpiece was connected to a system and originally connected without issue. A case was created and at the ¿handpiece connection¿ screen, the cable was bent so that it showed as disconnected. Review of the log files on the system showed an over-current error. Over-current errors indicate that the internal wiring at the handpiece end has come apart in the cable, causing a short in the wiring and an over-current error. When the strain relief is pulled away, the cable at the handpiece end experiences more strain from use and it is easier for it to rip and expose the internal wiring. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 33 similar reports and this issue will continue to be monitored. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual, 500196 rev. B.